Event description:
Reporter indicated that the site's dell handheld computer had become frozen during interrogation. It was reported that although programming sessions were eventually completed successfully, the screen had become frozen on several occasions. It was also reported that the event continued to occur after removing and reinserting the flashcard, a soft reset or a hard reset. The handheld computer and software flashcard were returned for analysis, and the reported event was not confirmed. No anomalies were identified during analysis.